Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be conducted since a lot number was not provided. After 3 notifications, there have been no samples returned for review. Additionally, there has been no visual evidence supporting the alleged complaint. Without such evidence, the investigation results are inconclusive. Without the sample to review, determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The reporter indicated PICC leakage. There was no patient injury.

Manufacturer narrative:
The product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.